Manufacturer narrative:
Submit date: 05/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the patient arrived at (B)(6) hospital with a peripherally inserted central catheter (PICC). On (B)(6) 2017, it was observed that the PICC was clogged. The PICC was removed and replaced with a broviac. The customer further reports that there was no harm to the patient as a result.

Manufacturer narrative:
The product involved in this complaint was 43311; dual lumen insertion tray x5 and lot number unknown. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample consisting of one PICC catheter which came inside a generic plastic bag was returned for evaluation. The sample demonstrates signs of use; blood residues. In order to confirm the defect reported the sample was flushed and revealed that the water passed through both lumens, the reported condition cannot be confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported an undetermined time; therefore the most probable root cause can be considered as unintentional misuse, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.